Manufacturer narrative:
Method : the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the lifevest. The patient reported a rash under the front therapy electrode pad. The patient reported using ointment on the sore. During a follow-up the patient reported that she spoke to her doctor and he recommended hydrocortisone cream. She reported that the cream was helping and the irritation was improving. There was no alleged device malfunction.